Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024, in order to explant the device due to tip foldover. Subsequently, the patient was reimplanted with another cochlear device during the same surgery.